Event description:
It was reported that the customer was taken by ambulance to the hospital due to high blood glucose of 700mg/dl. It was stated that the customer was experiencing shortness of breath and abdominal pain. Troubleshooting was performed. Ran a fixed prime test and the insulin did exit. The nurse was not able to verify the programming as the caller did not known the settings. Reviewed the alarm history and found low battery alarms. Advised the customer should call back once the tubing clamp arrives to continue testing the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.